Event description:
It was reported that the patient presented to the clinic for a controller fault alarm due to a depleted internal battery. Log files were submitted to prepare for a controller exchange and in doing so it was noted that there were multiple motor start events with atypical parameters over the past couple years. It was reported that the motor starts from (B)(6) 2022, and (B)(6) 2024 occurred while in use with the patient, and all occurred with high watt alarms. The motor starts from (B)(6) 2024 occurred while the controller was not in use on the patient, but during controller exchange training and practice. The patient was admitted to hospital for the controller exchange. The controller was exchanged without issues. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2023 / serial (B)(6) d9: no h3: no h4: mfg date: 05-may-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (B)(6) and controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 02/nov/2022 at 15:12:24, 05/nov/2022 at 13:38:19, 06/sep/2024 at 16:31:57, 16:34:09, 16:35:23, and 09/sep/2024 at 11:10:04 in which the motor start parameters were atypical. Of note, it was reported that the motor start events on 06/sep/2024 occurred while the controller was connected to a motor fixture prior to being put in use, which correlates with the observed atypical motor start parameters. Analysis of the alarm log file associated with (B)(6) revealed seven (7) vad disconnect alarms logged since 06/sep/2024, indicating a physical disconnection of the driveline most likely due to training and troubleshooting during the reported controller exchange. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on 06/sep/2024 at 10:30:24, and multiple event exceptions logged since 05/sep/2024, indicating an issue with the internal battery. In addition, log file analysis revealed that this controller was in use for less than two (2) years. Furthermore, log file analysis associated with (B)(6) revealed four (4) controller power-up with associated pump start events logged between 06/sep/2024 at 16:31:26 and 09/sep/2024 at 11:09:55. Information received from the site indicate that the loss of power events on 06/sep/2024 occurred during training and the one on 09/sep/2024 was due to the reported controller exchange. No high watt alarms were logged during the analyzed period. As a result, the reported atypical motor start parameters and controller fault alarm events were confirmed. The reported high power event was not able to be confirmed. Based on the available information, the device may have caused or contributed to the reported high power event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup, and to the use of the controller with a motor fixture. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional product ID 1420-controller serial# (B)(6); yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.